Event description:
Magnesium assays are used to measure the level of magnesium in the blood. Abnormal levels of magnesium are most frequently seen in conditions or diseases that cause impaired or excessive excretion of magnesium by the kidneys or that cause impaired absorption in the intestines. Magnesium levels may be checked as part of an evaluation of the severity of kidney problems and/or of uncontrolled diabetes and may help in the diagnosis of gastrointestinal disorders.low levels of magnesium may indicate that a person is not consuming or absorbing enough or is excreting too much magnesium. Deficiencies are typically seen with: low dietary intake (seen in the elderly, malnourished, and with alcoholism), gastrointestinal disorders (such as crohn's disease), uncontrolled diabetes, hypoparathyroidism, long-term diuretic use, prolonged diarrhea, post surgery, severe burns and toxemia of pregnancy.increased levels of magnesium are rarely due to dietary sources but are usually the result of an excretion problem or excessive supplementation. Increased levels are seen in: kidney failure, hyperparathyroidism, hypothyroidism, dehydration, diabetic acidosis (when first seen), addison's disease and the use of magnesium-containing antacids or laxatives. Magnesium levels may be measured frequently to monitor the response to oral or intravenous (IV) magnesium supplements.an e-mail was sent the chief of the department of laboratory medicine with a complaint from a patient care provider stating they had noticed that several of their patients had hypomagnesaemia with no obvious medical cause. Upon further investigation of patient results and means, we found a dramatic increase of magnesium results less than our reference range (0.75 ¿ 1.00 mmol/l). During the time frame leading to the complaint, quality control (qc) results both internally and compared to bio-rad unity peers did not indicate a problem with the assay.this event is associated with the siemens' healthcare dimension vista 1500 instrument and the reagents and/or calibrators involved in performing the magnesium assay. The issue with the device is that it is producing falsely lowered magnesium results in patients with magnesium levels <0.75 mmol/l when performed with the use of magnesium reagent lot numbers 11263ac ,11286ab and calibrator lot number 1hm081. The problem with the magnesium results was communicated to the manufacturer (siemens healthcare). Siemens performed their own investigation on site and in house and confirmed our findings. They are currently working on the cause and a solution but have failed to inform their other customers of the problem with the magnesium assay on the dimension vista 1500.we have been re-running and resulting all magnesium test from the siemens' healthcare dimension vista 1500 that measure <0.75 mmol/l on an alternate platform (same methodology), the siemens xpand instrument . This issue has led to the possibility of patients unnecessarily receiving magnesium in a time of a nationwide shortage of magnesium. It has also led to delayed turn-around times for patient results and increased expense in materials and labor to the department of laboratory medicine.======================manufacturer response for clinical chemistry analyzer, siemens dimension vista 1500 (per site reporter)======================while the manufacturer is actively investigating the issue, there has been no resolution for almost a month. Additionally, there has been no public customer notification provided by the manufacturer to other customers.======================manufacturer response for magnesium reagent, magnesium flex reagent cartridge (per site reporter)======================see device siemens dimension vista 1500======================manufacturer response for magnesium reagent, magnesium flex reagent cartridge (per site reporter)======================see device siemens dimension vista 1500======================manufacturer response for magnesium calibrator, magnesium flex reagent cartridge (per site reporter)======================see device siemens dimension vista 1500